Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp4336 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refp4336) have been reported from the same facility in (B)(6).

Event description:
It was reported, the catheter and connector are not tightly connected and are easy to slip off. No other information was provided.